Event description:
Company rep is reporting that during a shoulder repair the distal tip of an expressew flexible needle broke off into the patient. All was retreived and the case was concluded successfully without further event or harm to the patient.